Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device received with operating currents within specification. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed self test and displacement test. All audio tones were heard and vibration noted during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in pump history files. No pump error 68 anomalies noted during testing. Power connector plug in and locked in place properly. No blank display or missing segments or partial display anomaly noted during testing. No button error alarm noted upon testing. Device received with corroded electronic assemblies, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails, cracked keypad overlay and broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not stop beeping it was completely blank but prior to having that it got a stuck button error and the red light was flashing. The customer stated that they did not press a button down for 3 minutes or longer. The customer stated that insulin pump had trace pointers are invalid error then go through the process but during rewind, it came up with stuck button again. Customer stated they were able to successfully clear the alarm and were unable to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.